Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this report is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer (husband of patient) and described the occurrence of seizure in a (B)(6) female patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included multiple sclerosis and seizure. Co-suspect medication included seizure medication and polypharmacy. On (B)(6) 2013, the patient started denture adhesive powder-double salt. On (B)(6) 2013, the patient experienced seizure, drug interaction, feeling unwell and allergic reaction. This case was assessed as medically serious by gsk. Treatment with denture adhesive powder-double salt was continued. At the time of reporting, the outcome of the events was unknown. In the event of possible drug interaction, the patient's husband was questioning if super poligrip powder could interact with medications. He stated that his wife takes eight medications (unspecified). In the event of possible allergy, the consumer referred to the packaging label that says that some individuals could be sensitive or allergic to the product. He thought that maybe his wife was having an allergic reaction to the product. The consumer reported that his wife just started using his product for the first time last night, (B)(6) 2013. He stated that his wife had a seizure and has not been feeling well since she started using the product. He reported that she was not taken to the hospital during or after her seizure. He stated that the seizure has resolved but she is still not feeling well. It is unknown if the patient truly had a drug interaction or an allergic reaction to the product. The husband stated "my wife has always used the paste and she never experienced a problem with it." The brand name for the paste was not specified.